Event description:
The user facility reported a pt's reaction on the first use of a dialyzer. Approx fifteen minutes into the dialysis treatment, the pt complained of severe back pain. Dialysis was temporarily stopped. The dialyzer and blood lines were discarded. The estimated blood loss due to the change out was 150cc. The pt was given benadryl and put on another type of dialyzer. On follow-up communication with the user facility, it was noted that the pt has used this type of dialyzer before without incident. The involved unit was pre-processed with renalin.